Event description:
A surgeon reported a pt experienced a myopic surprise following intraocular lens (iol) implant surgery.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested via phone on 09/16/2008, and via fax and mail on 09/17/2008. This report was mailed to FDA on: 10/16/2008.